Event description:
It was reported that a catheter issue occurred. The opticross hd imaging catheter was selected for intravascular ultrasound examination. During the procedure, the screen became black during pullback and nothing was displayed. It was also noted that air was not removed from the catheter during preparation. The procedure was completed with another of the same device. The patient remained stable, and no complications were reported.

Event description:
It was reported that a catheter issue occurred. The opticross hd imaging catheter was selected for intravascular ultrasound examination. During the procedure, the screen became black during pullback and nothing was displayed. It was also noted that air was not removed during preparation for flushing. The procedure was completed with another of the same device. The patient remained stable, and no complications were reported. It was further reported that the 90% stenosed target lesion was located in the distal right coronary artery.